Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID a2dr01 implantable pulse generator (ipg), implanted: (B)(6) 2013; 5086mri implantable pacing lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the right atrial (ra) lead dislodged. The lead was explanted and replaced. It also reported the setscrew could not be deployed during the ra lead revision. The device was explanted and replaced. No patient complications have been reported as a result of this event.